Event description:
It was reported the io was inserted into the pt without incident. After they removed the stylet, the clinician attempted to manually place the stylet in the needlevise sharps block. The clinician was holding the sharps block when they pressed the stylet with force and were not able to penetrate it which caused them to get a needle stick. The clinician was treated for the needle stick and had blood work completed as precautionary measure. There was no delay in treatment to the pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.